Manufacturer narrative:
Although there have been attempts to receive further information, additional details and the device return were denied due to the health insurance portability and accountability act (hipaa). Neither the hospital or surgeon provided any information indicating a quality deficiency of the device has occurred, nor has any information been provided about the patient's outcome. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic aortic heart valve was explanted after eleven (11) months due to unknown reasons. The explanted valve was replaced with a 25mm pericardial bioprosthesis. No additional details were provided.